Event description:
A malfunction alarm was reported. There was no reported impact to the customer's blood glucose level as it was unknown or declined to answer if it exceeded 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset.